Event description:
It was reported that a spectrum pump displayed sys error 322 during therapy (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 322 which was not reproduced but was confirmed through a review of the device event history log. This was caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.